Event description:
Physician reported " implant rupture, seroma and capsular contracture - baker grade IV". Ultrasound performed." Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken shell assessed as to surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: observed missing piece of the shell as inconclusive no further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Physician reported " implant rupture, seroma and capsular contracture - baker grade IV". Ultrasound performed." Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV, seroma-late.

Event description:
Physician reported " implant rupture, seroma and capsular contracture - baker grade IV". Ultrasound performed." Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b3.